Event description:
Reportedly, on (B)(6) 2019, a report has been transmitted to the physician with the correct patient name, but the serial number of the implant displayed in the report corresponded to an implant from another patient that was previously associated to the subject home monitor (the home monitor was re-used by the physician).

Manufacturer narrative:
Preliminary analysis showed that the subject home monitor was associated to another patient between (B)(6) and (B)(6)2019 . On (B)(6)2019 , the home monitor detected an alert associated to the implant of this initial patient, but before the alert could be transmitted, the patient profile was deleted from the back-office (by an administrator of the medical center), invalidating the pairing of the home monitor with the implant. On (B)(6)2019 , the home monitor was given to another patient and successfully paired with his implant (new patient profile was created). Consequently, the pending alert from the previous implant was transmitted on this date. As the patient¿s name displayed in the transmitted report is retrieved from the patient profile, it corresponded to the name of the new patient, leading to the mixed information.

Event description:
Reportedly, on(B)(6)2019 , a report has been transmitted to the physician with the correct patient name, but the serial number of the implant displayed in the report corresponded to an implant from another patient that was previously associated to the subject home monitor (the home monitor was re-used by the physician).

Event description:
Reportedly, on (B)(6) 2019, a report has been transmitted to the physician with the correct patient name, but the serial number of the implant displayed in the report corresponded to an implant from another patient that was previously associated to the subject home monitor (the home monitor was re-used by the physician).